Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. A definitive root cause cannot be identified. Based on the results of the investigation, there was no adhesive in the position where adhesive should have been applied likely due to some kind of external force was applied to the relevant part. This information is addressed in the instructions for use (IFU): "inspection of the endoscope. 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Further inspection of the returned device found deep scratches on the pink rubber of the scope probe. The bending section glue was cracked. The image was inspected and found multiple broken elements. The scope ID chip showed 370 total uses. The cause of the physical damage to the scope cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during preparation for use, the scope¿s ultrasound image was present but compromised. There was no patient injury reported. The device was returned for evaluation and found the glue peeling on the forceps cover which is considered a reportable malfunction.